Event description:
It was reported the patient had an excision of a neoplasm on the right leg in 1994. It was reported the patient developed an infection and injury as a result of contaminated sutures. There are no further details available.